Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for left ventricular (lv) automatic threshold as greater than programmed amplitude or suspended due to intrinsic beats. The lv threshold has been variable since last month ranging from 0.8v (volts) to 5v, along with changes in the lv lead pacing impedance measurements, values unknown. The presenting electrogram (egm) shows the lv threshold at 4v. A lead assessment was recommended with a programmer. The battery longevity is normal and the other lead measurements are satisfactory. The device and this lv lead remain in service. No adverse patient effects were reported.